Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pulse generator (ipg) implant procedure, the incumbent chronic pacing lead was not fully in the implantable pulse generator (ipg) header. The pacing lead was disconnected and reconnected. The ipg remains in use. No patient complications have been reported as a result of this event.